Event description:
The article, "intra- versus supra-annular self-expanding transcatheter heart valves in small aortic annuli", was reviewed. The article presented a retrospective, multicenter study to compare early clinical outcomes, including echocardiographic parameters, between the latest generation of supra-annular self-expanding valves (sa-sevs) and intra-annular (ia)-sevs after transcatheter aortic valve implantation (tavi) in patients with small aortic annulus (saa). Devices included in the study were navitor and evolut fx. The article concluded that latest-generation ia-sev and sa-sev demonstrated similar clinical results except for a few echocardiographic findings after tavi in patients with saa. The primary and corresponding author was masanori yamamoto, department of cardiology, toyohashi heart center, 21-1 gobutgori, oyamacho, toyohashi, aichi, 441-8530, japan, with corresponding e-mail: masa-nori@nms.ac.jp]. The time frame of the study was from april 2022 to march 2024. A total of 919 patients were included in the study, of which 518 (56.4%) received an abbott device. In the ia-sev group, the average age was 86.0 years and the average gender was female. Comorbidities included diabetes, hypertension, chronic obstructive pulmonary disease, lung disease, prior stroke, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior myocardial infarction, atrial fibrillation/flutter, history of heart block, coronary artery disease, prior pacemaker, bicuspid valve.

Manufacturer narrative:
Summarized patient outcomes/complications of intra- versus supra-annular self-expanding transcatheter heart valves in small aortic annuli were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, chronic obstructive pulmonary disease, lung disease, prior stroke, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior myocardial infarction, atrial fibrillation/flutter, history of heart , heart block, coronary artery disease, prior pacemaker, bicuspid valve. Some of the complications reported were stroke, obstruction, hemorrhage, renal failure, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the instruction for use, artmt600163776 revision d, ¿the navitor¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr)." Since this was reported through literature and there is no evidence the off-label use caused or contributed to the reported issues, a letter will not be sent. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: intra- versus supra-annular self-expanding transcatheter heart valves in small aortic annuli.

Manufacturer narrative:
Summarized patient outcomes/complications of intra- versus supra-annular self-expanding transcatheter heart valves in small aortic annuli were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, chronic obstructive pulmonary disease, lung disease, prior stroke, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior myocardial infarction, atrial fibrillation/flutter, history of heart heart block, coronary artery disease, prior pacemaker, bicuspid valve. Some of the complications reported were stroke, obstruction, hemorrhage, renal failure, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the instruction for use, artmt600163776 revision d, ¿the navitor¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr)." Since this was reported through literature and there is no evidence the off-label use caused or contributed to the reported issues, a letter will not be sent. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: intra- versus supra-annular self-expanding transcatheter heart valves in small aortic annuli.